Event description:
It was initially reported on (B)(6) 2011 that the patient had turned off their implantable neurostimulator (ins) one and a half years ago. Information received on (B)(6) 2013 indicated the ins was still implanted, but ¿ain¿t working because it had been turned off.¿ the device was turned off in (B)(6) 2010 because it provided the patient with minimal therapeutic relief. Additional information was received from the patient¿s husband on (B)(6) 2013 that reported the device was turned off because the patient¿s bladder was removed and she now had an indiana pouch. It was also reported that the patient has had many urinary tract infections (uti) since before receiving the implant. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# j0421798v, implanted: (B)(6) 2004, product type lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3031a, serial# (B)(4), implanted: (B)(6) 2004, product type programmer, patient. (B)(4).